Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the blood glucose was high. The customer reported that the pump has been acting up. The customer changed the set because the blood glucose was going up in the 500mg/dl range. Patient's blood glucose at time of incident was 469mg/dl. Patient's current blood glucose was 551mg/dl. The customer had head ache, light headed. The customer treated for high blood glucose with insulin pump. The customer also said that she had an issue with java last week but now she was able to complete the upload. The customer declined troubleshoot. The insulin pump will not be returned for analysis.